Event description:
Patient reported multiple service error codes. The patient further stated getting "connect the plug to the monitor" alerts when it's already connected. The patient doesn't see any physical damage to the therapy cable on the outside. Wcd role in the event is pending evaluation of to-be-returned device.